Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the surgeon noticed there was a crack in the heartstring proximal seal just prior to inserting it into the aorta. A new unit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: visual inspection revealed that the unit was received with the tension spring assembly inside the deployment tube and the seal hanging outside the tube. The seal was cracked along one of the rings. The white collar was present and the plunger had not been depressed. There was slight evidence of blood on the device. Based upon the received condition of the device, the reported complaint "crack in the seal" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).